Manufacturer narrative:
The reported events of high pacing lead impedance and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
During initial implant procedure, increased pacing impedance and loss of sensing were observed on the right ventricular (rv) lead. The rv lead was not implanted and another lead was successfully implanted. The patient was stable.